Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient had withdrawal one time before but just ha the pump replaced last year. It was noted the catheter had broke and got pinched resulting in the delivery of medicine to be stopped. This issue was years ago and the caller was unable to provide further information. There was no out of box failure and the event date was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the broken catheter apparently resolved. The patient's weight was unknown.